Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of bearings ruined were confirmed. The likely cause of the failure couldn't be determined. It was also noted that no bearing at tube distal that caused rattling sound. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre operation the attachment bearings were ruined. There was no patient involvement. Additional information was received stating that no bearing at tube distal was found during evaluation.